Manufacturer narrative:
According to the customer, 11/16/2025 the "sample port [came off] of an add-a-cath" and a new "foley and add a cath kit was replaced." No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Product information included in complaint: lot: 25ebj223. Exp: 5/15/2026. Date of mfg: 11/30/2025. Lot: 25ebk059. Exp: 5/18/2026. Date of mfg: 11/30/2025.

Event description:
According to the customer, 11/16/2025 the "sample port [came off] of an add-a-cath" and a new "foley and add a cath kit was replaced."